Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for non-obstructive urinary retention and urge incontinence. It was reported that the device was not working for the patient at all. The patient had a catheter in and things were going well. It was removed yesterday and the patient went back to symptoms before the procedure was done. It was also reported that the patient was having a worsening of symptoms and was wondering if they should put the catheter back in. The patient was instructed to contact their healthcare professional (hcp). On (B)(6) 2017, additional information was received that the patient pulled out the leads from her back on both sides. It was noted that the patient has alzheimer's and she hasn't experienced any improvement yet since the trial began. It was further reported that the wire came loose and the remote was now stating settings not available. The patient contacted their hcp and was able to get the lead back in place. There were no further complications or anticipations reported with this event.